Manufacturer narrative:
Additional observation not reported was that the instrument was found to have thermal damage on the distal clevis. Black char marks were present at the distal end. Any material missing from the damage of the distal clevis is likely thermally induced rather than mechanically induced. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. The electrical continuity test passed. The instrument was returned with one allotted use remaining, indicating that the reported issue occurred on the 9th use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the permanent cautery hook instrument, part number 470183-14/n111911250057, associated with this event, has been performed. Per logs, the permanent cautery hook instrument was last used on (B)(6) 2020 on system sk0082. The alleged event occurred on the instrument's last use. Image/video review: no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument arced to the uterus. Although, there is a report of burn to the uterus, the uterus was removed as a part of the hysterectomy; therefore, it was confirmed by the site that there was no patient injury. However, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the permanent cautery hook instrument had a cracked yellow insulation piece around the cable, and the site witnessed arcing. As a result, the uterus was burned. However, the uterus was being removed during the procedure, so no injury was reported. The procedure was completed with no reported injury. On 30-sep-2020, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: the patient was a (B)(6) white female weighing (B)(6), with a history of dysmenorrhea and heavy bleeding every two weeks. The robotics coordinator informed that she was not present during the procedure; however, she was called into the or when the reported incident occurred. The site¿s robotics coordinator was not sure of the surgical task performed when the arcing occurred; however, she stated that the surgeon witnessed arcing from the permanent cautery hook instrument as soon as the procedure started. The surgeon had confirmed that the permanent cautery hook instrument arced to the uterus and burned it; however, it was not of concern, since the uterus was removed as a part of the planned procedure. As a result, the surgeon had confirmed that there was no reported injury. The permanent cautery hook instrument was removed immediately, and the procedure was completed with a backup instrument. The robotics coordinator stated that when the instrument was removed, they did notice that the yellow insulation piece around the cable was cracked. She stated that they did inspect the instrument prior to use and believes that the crack was probably not visible on inspection. The robotics coordinator indicated there was no change to the electrical surgical unit¿s settings and that there was no video recording of the procedure for review. It was also confirmed there were no instrument collisions, and the instrument was not removed prior to the arcing event since the arcing occurred as soon as the procedure was started.